Event description:
The user facility reported that their sterilizer was leaking water. The amount of water that leaked was approximately one gallon. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the safety valve required replacement. The technician replaced the safety valve and confirmed the unit to be operational.